Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. E8 power interrupt errors were found in the history. The soft component of the up and down button is damaged due to handling with sharp objects. The buttons should not be actuated by using hard or sharp objects. Due to the leaky soft components, liquid entered the pump and damaged the electronics.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported a button did not function correctly on (B)(6) 2013 when he attempted to program a bolus and the protective rubber is "very consumed." The infusion device displayed a w8 bolus cancelled warning, and he changed the battery and restarted the infusion device but was unable to clear the warning message. All buttons on the infusion device were blocked. The infusion device was requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.